Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. After initial placement of the new lead, it was observed there it had very low sensing signal. It was repositioned, but then the lead had high capture threshold. The physician noted the helix was difficult to extend and retract so the lead was explanted and replaced. The procedure concluded without further issue. The patient was stable.